Event description:
Additional information received: the procedure being performed was sclerotherapy, not a percutaneous transhepatic cholangiography (ptca) procedure. The sheath was broken in two. There was no damaged noted to the packaging. The targeted anatomy location was the fundus ventriculi.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was intended to be used during a percutaneous transhepatic cholangiography (ptca) procedure performed on (B)(6) 2013. According to the complainant, the physician found the sheath of the device is broken. This was noticed during unpacking of the device. The procedure was completed with another interject injection therapy needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. It is unclear in what way the sheath of the device is broken. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of sheath being broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device found the working length (inner and outer sheaths) detached near the distal end of the hub when received. The detached ends of the outer sheath did not appear to be cut with a sharp device. The detached ends of the inner sheath appeared consistent with being cut with a sharp device. It could not be determined how the working length was detached. The sheaths could have been detached by the customer, however, this could not be determined definitively. As this issue was identified outside the patient during unpacking, the investigation concluded that the most probable root cause of the event is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.